Event description:
It was reported that during the implant procedure the lead measured high thresholds at numerous location in the atrium. Normal impedance and sensing values were measured. The lead was implanted and is in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.